Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a multiple pump error alarms that appeared during normal use. The customer¿s blood glucose was unknown. It was reported that there was not possible to pair insulin pump with the transmitter. Customer also reported that they needed to change battery every 2 days on the insulin pump. Customer called to replace the insulin pump as she did not trust it and did not want to use it anymore. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Device received with normal operating currents.device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.